Event description:
Additional information was received that an infection occurred while the lead was in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had broken. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a medial portion was received measuring 39.5 cm. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage, concomitant: product ID d154awg: implanted: 2006-(B)(6); product ID 407652: implant date 2006-(B)(6). (B)(4).